Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy abnormal bleeding") in a 38-year-old female patient who had essure (batch no. 761434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fibroadenoma, hypothyroidism, hypertension, diabetes mellitus, anxiety, subcutaneous abscess and depression. Concurrent conditions included skin fissure, hot flashes, folliculitis, alcohol abuse, fibroadenoma of breast, subcutaneous abscess, haemorrhage nos and fibroadenoma of breast. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood altered ("hormonal changes describe: mood changes"), eczema ("rashes or skin conditions type: rare type of eczema") with rash, nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, mood altered, eczema, nausea, allergy to metals, dyspareunia, vaginal discharge and alopecia outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, dyspareunia, eczema, fatigue, genital haemorrhage, mood altered, nausea, pelvic pain, vaginal discharge and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. "Concerning the injury reported in this case the following ones were described in patient and medical record: eczema, depression, pain." Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Lab data was added. Essure lot number and concomitant medication added. Following the event : hormonal changes describe: mood changes, psychological or psychiatric problems condition: depression, rashes or skin conditions type: rare type of eczema, rash, nausea, nickel allergy, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, hair loss ,were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy abnormal bleeding") in a 38-year-old female patient who had essure (batch no. 761434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fibroadenoma, hypothyroidism, hypertension, diabetes mellitus, anxiety, subcutaneous abscess and depression. Concurrent conditions included skin fissure, hot flashes, folliculitis, alcohol abuse, fibroadenoma of breast, subcutaneous abscess, haemorrhage nos and fibroadenoma of breast. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood altered ("hormonal changes describe: mood changes"), eczema ("rashes or skin conditions type: rare type of eczema") with rash, nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, mood altered, eczema, nausea, allergy to metals, dyspareunia, vaginal discharge and alopecia outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, dyspareunia, eczema, fatigue, genital haemorrhage, mood altered, nausea, pelvic pain, vaginal discharge and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. "Concerning the injury reported in this case the following ones were described in patient and medical record: eczema, depression, pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.